Event description:
A customer reported receiving a glucose result of 124 mg/dl on their freestyle freedom blood glucose monitor. They then reported losing consciousness. Paramedics were called, an upon arrival a glucose result of approximately 15 mg/dl was obtained on an unk brand of glucose monitor. Two injections of glucose were administered in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.